Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 03m74-02 that has a similar product distributed in the us, list number 3m74-02 / 84 / 98, with 510k/PMA/bla of exempt.

Event description:
The customer observed a false positive architect total -hcg result generated for a 35-year-old female patient sample. The following data was provided (reference range <5 miu/ml is negative): sample ID: (B)(6): (B)(6) 2026 initial result = 3944.39 miu/ml, (B)(6) 2026 sample was repeated and result = <1.2 miu/ml, repeat result on roche = negative. No impact to patient management was reported.